Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of improper dosage on channel a was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was that pump head module channel c was out of calibration. The pump head module was recalibrated in order to correct this condition. This device is a colleague pump with a user interface module software version of 5.03.00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a malfunction of improper dosage on channel a. This condition had the potential to cause death or serious injury. The event was reported to have occurred during programming / setup in the obstetrics department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.